Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the second implant, t2, did not deploy from the insertion needle. It was noted that t1 was not removed but this is pending confirmation from the local s&n qara personnel. No injuries or further complications were noted as a result.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the insertion or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.